Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. No apparent malfunction identified. Product within design specification DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
Per indicated: allergic reaction. The patient was implanted due to the missing tooth of left lower 4 on (B)(6) 2022. The implantation was implanted after examination. The zimmer implant of 4.7*8 was implanted at the tooth site of 34. The submerged healing was performed. The patient came for re-examination after implantation. The CT showed the allergy and there was local redness and swelling. The implant was loose. The zimmer implant was removed on the same day. Symptoms as a result of the event: edema. Tooth site # 34.

Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) numbers are k011028 and k013227.